Event description:
It was reported, that no readings occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed. As signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a no readings is reportable, based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191: patient was unable to identify device issue. Therefore, a more specific code could not be selected. 4316: the concluded cause is not adequately described by any other term.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D9: device availability - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional information.

Event description:
It was reported that no readings occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed/failed due to. Test 1 was performed and passed/failed due to. Test 2 was performed and passed/failed due to. Test 3 was performed and passed/failed due to. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a no readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.